Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found lifted wire bond joints on the rf flex module. The lifted wire joints could result in the high current drain.

Event description:
It was reported that the patient presented to clinic with complaints of feeling tired. Upon interrogation, the pulse generator exhibited premature end of life. The device was explanted and replaced on (B)(6) 2014.